Event description:
Incident description from the customer: "during preparation prior to use for the pt, the hcu30 suddenly shutdown. The customer found that the circuit breaker had been thrown and then reset the breaker. Although tried to reboot the hcu30, found it failed and the breaker got thrown again. The hcu30 was replaced by a competitor's cooler unit. No further info including pt injury has been reported". (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional info becomes available.